Event description:
Ous MDR - after an implant period of approximately 96 months, oversensing without inappropriate therapy was reported. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 47.5 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. The insulation was found damaged in the proximal area as well as in the distal area of the lead fragment, which can be considered as the root cause of noise mentioned in the complaint description. The rubbed through insulation in the proximal area of the lead fragment most likely resulted from constant friction against the generator housing. The insulation damage in the distal area might be related to significant intracardiac motion and interaction with modified tissue over a relatively long service time of 8 years. Further damages such as the deformed shock coils occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.